Event description:
The patient had an intrathecal pump delivering morphine and marcaine. This was a constant-flow pump. No chip involved. No battery involved. It was highly unusual, but there appeared to be a pump failure in this patient. The catheter had been thoroughly evaluated on 2 previous occasions; so, there was no evidence of leakage. The patient had to have surgery for removal and replacement of the pump.